Event description:
Per customer the cmc iii outputs are low. Customer is sending in for repair. No patient harm; no delay in surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received appeared to operate normaly. However, the rf power output needs to be calibrated. This unit was tested over a period of several days. No issues were observed. Unit requires updates (sw on controller and audio & hw on audio board). Note: accompanying foot-switch cut pedal side does not work due to a missing plunger sapring. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: replace worn output jacks and replace missing foot-pedal spring. Updated. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.